Event description:
It was reported that the user experienced frequent low blood glucose, including a recent event attributed to not announcing a meal and subsequent pump overcorrection. Symptoms included hypoglycemia. Outcomes included recovery after consuming dinner and stabilization of blood glucose. Investigation included troubleshooting and education on meal announcement best practices, and a training appointment was scheduled. Investigation of this case revealed user handling factors related to missed meal announcement contributed to the event, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.